Manufacturer narrative:
PMA/510k: this report is for an unknown screw: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision surgery for proximal femur fracture due to malunion/nonunion. Tfna was removed and a smith and nephew nail was then implanted in place along with a 4.5mm proximal femur hook plate. The date of the original implant was unknown. There was no surgical delay reported. The procedure was successfully completed. This report is for one (1) unk - screws: locking. This is report 4 of 4 for (B)(4).